Manufacturer narrative:
Results code: used for catheter.

Event description:
It was reported that the hcp was unable to access or aspirate drug from catheter access port when a dye study was attempted. The hpc planned to fill the pump with saline and have the pt return for a dye study.